Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 mixed mitral regurgitation (mr) for a mitraclip procedure. During the procedure, the clip became caught on the scalp between anterior-2/anterior-3 (a2/a3). Troubleshooting was preformed unsuccessfully and the clip was implanted at the location on the anterior leaflet. The procedure was discontinued. The final mr was grade 4. After the procedure, it was difficult to remove the steerable guide catheter (sgc) from the stabilizer. Troubleshooting was preformed, after significant force the sgc was removed from the stabilizer. There were no adverse patient effects or clinically significant delays reported.

Event description:
N/a.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported clip caught in chordae appears to be related to procedural conditions. The reported poor imaging was related to challenging patient anatomy. The reported foreign body in patient is a cascading event of the entrapment of device. The reported unexpected medical interventions were the result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.